Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic appendectomy, the circulating nurse reported the device locked out on tissue and they were unable to unlock the device. It was not reported how the device was removed from tissue. There were no patient consequences reported. No additional information is available.